Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection/no flow event occurred after using a csi orbital atherectomy device (oad). The target lesion was located in the dorsalis pedis (dp) artery. The physician used multiple crossing guide wires and a quickcross catheter to access the lesion. The crossing guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. During a run at low speed, the device bogged down and stopped spinning. The physician was unable to remove the device without pulling back the wire, so he removed them as a unit. At that point, no flow was observed in the dp artery. The physician attempted to rewire the vessel, but was unsuccessful. Balloon angioplasty was performed, but the no flow event was not fully resolved. The patient status remained stable throughout the procedure.